Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the insulin pump had rejected brand new batteries and reservoir feels loose and not secure. It was reported that the insulin pump made grinding noises during rewind and frequent no insulin delivery alarms. It was reported that they had to press buttons down hard for them to take action and buttons stuck down when pressed. It was reported that the insulin pump was locked up and become unresponsive twice. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.